Event description:
It was reported that the required assistance in the usage of her patient programmer (pp). The patient planned to utilize program #2 and lower it to 1.0 volts 'or so' and slowly increase stimulation. The patient's implantable neurostimulator (ins) had not been helping her for the previous 2 months and had only worked for a short time. The patient had frequency and incontinence and issues. Program #1 did not work for the patient; the patient tried program #2 at 7.0 volts and it did not help. Additional information received reported that the patient continued to have a loss of therapeutic effect. The patient was still having issues. On the day of this report, the patient got a 'jolt' when she turned on her ins on program #2 at 8.5 volts. The patient's ins was reprogrammed in program #3 at 4.6 volts where the patient could feel stimulation in the pelvic floor area of her body. Patient outcome was not provided. It was noted that the patient has a dual ins system, and that information received did not specify if one or both of the devices were related to the event; related device was model#: 3058, serial#: (B)(4). Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-07456.

Manufacturer narrative:
Product ID: 3889-28, lot#: v746887, implanted: (B)(6) 2011, product type: lead; product ID: 3093-33, lot#: v299378, implanted: (B)(6) 2009, product type: lead; product ID: 3093-33, lot#: v289339, implanted: (B)(6) 2009, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).